Event description:
It was reported that pump repeatedly displayed cgm error 42 and that pump battery depleted unusually fast during error, with explanation provided that battery use likely increased because pump was continuously searching for sensor. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for placing problematic pump into storage mode and returning it with prepaid label, and advised customer to reprogram pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.